Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a difficult package to open was found before use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "it's noticed that the package difficult to open." 50 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd has been provided photos and samples for catalog 301948 lot 1903191 to investigate for this record. Visual inspection of returned samples verifies the defect of uncut blisters. The reported defect was found during manufacturing, the root cause of the issue was produced in the primary packaging machine. This machine has a cutting system, and in this stage, the different strips are cut. The non-conformance was produced due to a punctual failure of the cutting system that produced the existence of different uncut blisters (strip cavities 2, 3, 4, 5), what produced difficulties to open the blister. The blades of the cutting system were changed and adjusted, and the affected product was segregated (march 14th, 2019). The segregation of the affected product was not correctly performed. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. H3 other text : see h.10.

Event description:
It was reported that a difficult package to open was found before use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "it's noticed that the package difficult to open." 50 occurrences were reported.